Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vich13.2 implantable collamer lens, +06.50 diopter, in the patients right eye (od), on (B)(6) 2022. The lens was reported as excessive vaulting, pupil block with elevated intraocular pressure (iop) and significant reduction of irido-corneal angles. There was an addition and enlargement of pis by yag on (B)(6) 2022. The lens remained implanted. The cause of the event was due to the device.

Manufacturer narrative:
B5: the lens was removed and replaced on (B)(6) 2022 for a shorter lens. The problem was resolved. Claim # (B)(4).